Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73g1700447 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found there was a crack inside the hinge and the clip could not be ligated during a pancreatectomy.

Manufacturer narrative:
Qn# (B)(4). The customer returned one clip from unit 544243 hemolok l clips 3/cart 42/box for investigation. One loose clip was returned. The clip cartridge was not returned. The returned clip was visually examined with and without magnification. Visual examination of the returned clip revealed that it was broken at the inner hinge. Also, it was found that there is an indication of mis-molding near the hook which could cause the hook to break upon application. The returned clip appears used as there is biological material present on the clip. Reference file (B)(4) for investigation photos. Functional inspection was performed on the clip that was returned. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier and was successfully attached to true-max tubing despite the mis-molding near the hook. Although the returned clip was successfully attached to true-max tubing, the hook could break during application due to mis-molding of the clip. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance 70017208 has been previously opened to further investigate this issue. Other remarks: the IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue.

Event description:
It was reported that the doctor found there was a crack inside the hinge and the clip could not be ligated during a pancreatectomy.